Event description:
"Caller alleged discrepant results compared with the lab. On (B)(6) 2012, the customer noted problems with very high reading of 3.9. When testing was repeated, the reading was again high at 3.6. The customer went to the lab and obtained a reading of 2.6, which is within limits. Another test was performed on the inratio and the result was 3.4. The customer also stated on (B)(6) 2012 that error codes were observed. No changes were made in lifestyle or diet.

Manufacturer narrative:
Investigation in process.